Manufacturer narrative:
One (1) expedium quick connect single inner polyaxial screwdriver (product code: 2797-12-400, lot number: unknown) was returned to the customer quality unit (cqu). The driver tip was found to be broken off and not worn down. The broken tip was not returned for evaluation. The instrument was subsequently submitted for fracture analysis. Optical imaging of the driver tip revealed plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects of other abnormalities were observed in this analysis. Certificate of compliance was submitted for lot 0610mi. The driver was found to be within acceptable boundaries per results. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior thoracic fracture. When trying to load a si screw the scrub nurse noticed the screw would not align, rep asked him to remove from the screw and noticed the tip of the driver had completely been worn down and could not possible alight into the head of the screw. Driver was removed from the sterile field and labelled with a damaged tag. No delays. Patient was not affected. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.